Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power cables being damaged was confirmed. The returned system controller (serial number (B)(6) was observed to have damaged black and white strain reliefs upon arrival. The power cables were observed to be discolored, and the white connector nut was also observed to be discolored. The system controller was functionally tested and operated a mock loop as intended throughout all testing; however, slight wire fatigue was observed within the controller¿s white power cable. The controller¿s power cables were manipulated during testing, and the voltage values were unaffected by the wire fatigue, including manipulation at the damaged bend reliefs. Log files were extracted from the returned controller and were reviewed; however, no atypical events were observed throughout the data. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the black and white power cables were damaged on the main system controller. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.